Manufacturer narrative:
The evaluation code method has been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via the manufacturing representative (rep). It was reported the patient's pump was explanted on (B)(6) 2019 and the patient's catheter was partially removed at this time as well. The spinal section of the catheter was left implanted to avoid a cerebrospinal fluid leak. The explanted products were in the rep's possession and the rep planned to return the devices to the manufacturer. The device was delivering saline. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the lack of pain relief. It was unknown if any diagnostics or troubleshooting was performed. Per the doctor, the lack of therapy was not related to any pump malfunctions. It was indicated the issue was resolved at the time of the report, 2019-jul-08. The patient's status was provided as alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative regarding a patient receiving unknown drug via an implanted pump. The indication for use was spinal pain. It was reported the patient elected to have their pump removed on (B)(6) 2019 as they were not getting any relief.

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4) implanted: (B)(6)2017 explanted: product type catheter the pump was returned, and analysis found a failed lab dispense test due to being above spec. If information is provided in the future, a supplemental report will be issued.